Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list number 02k91-39, that has a similar product distributed in the us, list number 02k91-33. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 48362fp00 and complaint issue. The historical performance of the architect ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The patient median value for the complaint lot is within the established limits confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect ca 19-9xr reagent lot 48362fp00.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for one patient undergoing a health screening. The customer was unable to provide the patient¿s clinical history. The following data was provided: architect ca 19-9xr initial result = > 1200 u/ml diluted result (1:5 dilution) = 700 u/ml diluted result (1:10 dilution) = 200 u/ml the customer sent the sample to the reference lab and the following results were provided: reproducibility test = same values as what the customer obtained dilution linearity test = 30 u/ml (with 1:16 dilution) non-specific binding absorption test = decreased in measured value for ca 19-9 antibodies it was suspected that there is a possibility that a non-specific reaction may be occurring in the sample. No impact to patient management was reported.